Event description:
After opening lp kit noted by physician that the kit only contained three (3) specimen containers as opposed to the expected four (4). The #3 specimen container was missing requiring a second lp kit to be opened for the #3 specimen container.